Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-02559 for a description of the first device. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, the procedure set was installed, and a gimpelson tenaculum was added. The system successfully advanced to the ablation phase, however, at approximately two minutes into the ablation phase a fluid loss alarm was received. The physician observed a cervical leak and elected to abort the procedure. The physician believes the cervical leak was due to the patient's anatomy. Post procedure, the physician noted a burn on the cervix and a small portion of the posterior vaginal wall. The physician treated the burn with silvadene cream. The patient was admitted to the hospital for pain, and was discharged the same day. The physician feels the use of the gimpelson tenaculum may have contributed to the pain. The patient's current condition is reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.